Manufacturer narrative:
The fse was unable to duplicate the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that an alarm for low leak-co2 rebreathing risk had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that an alarm for low leak-co2 rebreathing risk had occurred. It was noted the alarm for low leak-co2 rebreathing risk had occurred in the event log. Onsite service is currently pending.